Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient lost therapeutic effect. The patient was implanted with an implantable neurostimulator (ins) in (B)(6) 2012 to treat reflex sympathetic dystrophy in the leg. One day while walking the patient's ins suddenly "surged;" it was so strong and painful. Before the patient could turn down the stimulation, the patient "shifted to the side" and it felt like the unit turned off. The pattern of "surging and shutting off" continued for a few weeks. After that time, in the weeks that followed the patient's ins was on less and less. The patient currently felt no stimulation and the unit stayed off "99% of the time." It was noted that a report a manufacturer representative took indicated that the ins had only been on 7% of the time since implantation. It was also reported that the battery had been extremely painful since surgery. The battery felt like it got "super hot" when the unit "kicked on," especially when charging. The patient could only charge for 1.5 hours before the pain from the heat was unbearable. The battery was also not holding a charge or "registering each time" the device was charged.